Manufacturer narrative:
Follow up #2 10/26/2016. Device evaluation: the pump has been returned to animas and evaluated on 10/05/2016 with the following findings: there was moisture in the battery compartment. The batter compartment was found ot be cracked. Moisture damage was found on the internal components of the pump. The battery cap was also damaged. The display screen was dim and discolored.

Manufacturer narrative:
Follow-up #1 date of submission 09/13/2016-correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.